Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. When attempting to run a loaded set the device alarmed reload set. A review of the event history log revealed only one air in line message from early november but since then there are multiple reload set messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified but instead the issue was confirmed as a reload set. The cause was determined to be the ultrasonic sensor values being very low. The ultrasonic sensor requires replacement to address this issue. Evaluation determined the customer issue as a reload set alarm which if this malfunction were to recur would not result in serious injury. This alarm occurs upon pump-tubing set-up (tubing loading) and would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed false air in line errors in the intensive care unit. There was no patient involvement. No additional information is available.